Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving patient notifier, the device was found to be in reset mode. Records discovered the patient had received inappropriate shock therapy. The issue was resolved after installing a device download.